Event description:
The customer reported that the system had a collimator iris potentiometer error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced and the collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.